Event description:
Customer called to report smoke in the laboratory and that the smart module voltage was out of range on the unicel dxc 600 synchron system. Customer also heard a grinding noise and noticed smoke/burning odor. Customer could not identify the source of any of the observations reported, but believes the source of the issue was either from the instrument or the universal power supply. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought.. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) examined the system and measured voltages at the wall outlet and the voltage output; all voltages were within specification. The fse then booted the system to standby mode and inspected the fans and other components; no smoke or other issues were identified. The fse also primed the instrument several times, then ran quality controls and patient samples; however, the reported signs and symptoms of the instrument issue could not be reproduced. The service was verified per established procedures.

Manufacturer narrative:
No system failure was identified by the fse and the event could not be reproduced. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)